Event description:
A female patient reported experiencing an ocular burning sensation and swollen eyes following use of an expired unit of ultracare disinfecting solution and failing to add the neutralizing tablet. The pt explained that one eye was primarily affected. She noted that the solution had expired 8/95 and she was not aware that a tablet needed to be added. Pt was reportedly seen by an ophthalmologist who prescribed blephamide. No further information is available or expected.